Event description:
Boston scientific received information that this pacemaker and other manufacturer's right atrial (ra) lead exhibited low out-of-range (oor) pacing lead impedance (pli) less than 200 ohms. A lead insulation break was suspected. Additional information indicated that the cause of low oor pli was not determined. This device was explanted while the lead was surgically abandoned in the patient with a new one being implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted scratches on the case and header, and body fluid contamination in the lead barrels. All seal plugs were intact and all set screws were operating normally. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.